Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to intractable thoracic back pain wrapping around ribs and sides. The patient's system has currently been turned off, however the pain has not yet resolved. No further intervention is currently planned as physician believes this is surgical pain.